Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high and varying impedance levels, along with oversensing noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.